Event description:
3/13/97: pacemaker placed for symptoms of sinus arrest and bradycardia. Pt stable from 10:10am 3/13 to 6:00am 3/14. Symptoms of nausea; 11:30, diaphoretic, EKG showed st elevations. Bp dropped to pamine. 12:05 respiratory arrest. To or for attempted ventricular rupture repair which was unsuccessful.